Manufacturer narrative:
(B)(4) sample not returned. A device history record review showed no non-conformances associated with this issue during the production of this batch. The failure mode will be entered into the complaint management system to be tracked/trended. Customer complaint trends are evaluated on a monthly basis during our quality team meeting. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
During use the access tip broke off in safety valve requiring the blue safety clamp being used and the valve needing to be changed. Te valve was changed with a new valve from the catheter set. No reported patient harm.

Manufacturer narrative:
Pr (B)(4) a follow up submission will be completed upon carefusions completion of investigation or if additional information becomes available.

Event description:
During use the access tip broke off in safety valve requiring the blue safety clamp being used and the valve needing to be changed. Te valve was changed with a new valve from the catheter set. No reported patient harm.